Manufacturer narrative:
Concomitant product(s): a 638bl28 heart band, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was faulty and that electrocardiograms showed it was not pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.